Manufacturer narrative:
Insulin pump received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had performed the troubleshooting. The self test was performed and the test was passed. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.